Event description:
It was reported by the affiliate that the (1) tsb45 was used during an unknown procedure. It was reported that the jaw would not open after firing. It was finally opened manually. The stapling and cutting were correct. The case was completed with another instrument and there was no consequence to the pt.